Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was unable to charge the pump despite use of multiple usb cables, wall adapters, and outlets. The customer's blood glucose level was 136 mg/dl. Reportedly, the customer would continue to use the pump for therapy but also has insulin pens available.